Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, blood/body fluid noted in the helix housing and in the neck region. Tissue noted entwined in the helix. Electrical tests indicate no conductor fracture.

Event description:
It was reported that this right atrial (ra) lead was found to be dislodged during routine follow up. The patient underwent surgical intervention to remove the lead. A new lead was implanted. No additional adverse patient effects were reported.